Manufacturer narrative:
Evaluation results: one pneupac ventilator was returned for investigation. The unit had no power at the initial startup. The user interface was not functional because the device had been dropped. The device was sent to another smiths medical manufacturing site for repair.

Event description:
It was reported that the pneupac ventilators parapac plus gave a low battery alarm. In addition, the battery door was cracked from an apparent drop. There was o patient death or serious injury.